Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off. The pump was connected to a power source and the battery gauge displayed 5%. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted fully from 95% within two days prior to the shutdown. The customer's blood glucose level was 130 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.